Event description:
It was reported that two anomalous ventricular noise episodes lasting two seconds were transmitted via merlin. The noise was not evident on the channel. No extra markers were observed in the episodes. The channel configuration was set to ventricular sense amplitude and the sensitivity to 2.0 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.